Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, later advised physio-control that he verified the reported failure. The biomed then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomed, contacted physio-control to report that their device would intermittently give a "connect cable" message while testing the device's pacing or defibrillation functions, indicating that a patient load may not be able to be detected. There was no patient use associated with the reported event.